Event description:
It was reported that while doing a tfn nail procedure on (B)(6) 2012, the surgeon was inserting the blade. The blade became caught on the nail and would not advance. The or personnel selected another helical blade and got the same result. The surgeon pulled the nail out and made sure the aiming arm and insertion handle were assembled correctly. The surgeon tried to insert the nail and helical blade again, with the same result. The or personnel then retrieved and opened a new blade and nail. These were both inserted with no further problems. The surgeon completed the case successfully. This is 1 of 3 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. This complaint was indeterminate from a manufacturing standpoint. The device was received, however, no evaluation is available.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A product development event evaluation was performed. The returned parts were assembled with mating instruments to complete the insertion construct and evaluate the alignment of the returned implants. As received, the locking mechanism in the nail was in the unlocked position but was backed out sufficiently that, when the connecting screw was tightened, it bottomed out on top of the locking mechanism and the nail to insertion handle connection was still slightly loose. The assembly was held parallel to the floor simulating the position it would be in when inserting the nail. Since the nail was slightly loose, it canted slightly downward and when the blade was passed through the blade guide sleeve using the inserter, the edge of the helical blade struck the side of the hole in the nail. The contact corresponded to exactly where the edge of the hole and tip of the helical blade are damaged. This was repeated with the other returned helical blade with the same results. The locking mechanism was then advanced such that the connecting screw could be properly tightened and the connection of the insertion handle and nail were tight. The same functional evaluation was done and the blades both passed through the hole in the nail without issue. Therefore, it appears that the design of the parts is acceptable and the issue was related to the locking mechanism being in a position that prevented the connecting screw from being fully inserted which caused a loose connection between the nail and insertion handle. This complaint is invalid from a design perspective. Original awareness date is 04/01/2012.

Event description:
This report is for file (B)(4).